Event description:
It was reported that the temperature sensing foleys catheter were reading wrong patient temperatures. The customer inquired would like to know how long the temperature sensing foleys catheter could be used before the thermistor stopped working. The representative advised the bd foley catheter family did not have a minimum or maximum recommended time for in-situ dwell. The time for which the catheter was in placed should be determined by the hospital's protocols regional clinical guidelines, the specific clinical environment, and the patient's clinical status.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foleys catheter were reading wrong patient temperatures. The customer inquired would like to know how long the temperature sensing foleys catheter could be used before the thermistor stopped working. The representative advised the bd foley catheter family did not have a minimum or maximum recommended time for in-situ dwell. The time for which the catheter was in placed should be determined by the hospital's protocols regional clinical guidelines, the specific clinical environment, and the patient's clinical status.